Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: capsular contracture baker grade iii/IV, folds.

Event description:
Malaysia. Allegedly, a patient develop a bilateral capsular contracture baker grade iii/IV, on the ultrasound performed, folds were noted ((B)(6)).